Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from their patient line during fill one of four of treatment. The patient reported receiving an air detected in cassette alarm during drain zero of treatment. The patient bypassed to fill and the alarm reoccurred. The alarm was unable to be cleared and the treatment was cancelled. The patient was advised to discontinue the use of their cycler. Additional information was solicited but unavailable at this time.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A follow up call was made to the patient's peritoneal dialysis nurse who reported that the patient did not experience any complications as a result of the alleged event. There was no medical intervention. Treatment was completed with continous ambulatory peritoneal dialysis. The patient discarded the cycler set.